Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had issues coupling the charger to the ipg. It was noted that the patient had lost a lot of weight. The patient underwent a pocket revision and ipg replacement procedure. The patient was doing well postoperatively.